Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk.

Event description:
It was reported that the insulin pump alarmed motor error and not able to prime. Nothing further was reported.